Event description:
While turning patient, the inflatable gray transfer device ripped. There was no harm done, but made turning patient difficult in that moment. Per site reporter, manufacturer will review and investigate.